Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm in diameter and 122 mm in length abdominal aortic aneurysm. The proximal neck is 33 mm in diameter. It was reported that after the stent grafts were implanted there was an unknown endoleak. Touch-up was carried out 3 times with long balloon inflations. Another angiography showed that there was blood flow delay, and it was determined by the physician to be a type IV endoleak and the procedure was completed. The angiography performed prior to the patient's discharge revealed that there was a proximal type I endoleak was coming from infolding of the stent graft that followed the bulged aortic intima at the greater curvature that was short of aneurysm. No additional treatment is planned and the patient will continue to be monitored. No clinical sequelae were reported.